Event description:
It was reported that during an unknown procedure the white solid powders were spread at the distal tip of the blade when the surgeon started to activate the device. The user changed the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. D4 batch #: x70087. Additional information was requested and the following was obtained: the surgeon said that the part of white tissue pad has been detached of both devices. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with its sterile packaging opened and no apparent damage. Upon visual analysis, a white residue was found on the blade tip. The tissue pad was not detached as reported. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to verify the internal components and no anomalies were found. The white deposit found on the blade was determined to be ptfe particle residue that was likely transferred from the pad to the blade during burn in. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x70087, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.